Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced excessive air bubbles in reservoir. Customer's blood glucose was unknown. Customer reported that air bubbles occurred with last two batches of reservoirs and occurred over the period of a few months. Customer declined troubleshooting. Customer was advised to call back in order to troubleshoot.